Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed, a defective lcd was observed. The receiver was charged and rebooted. The receiver log was reviewed and hardware errors were observed. The reported customer error icon event was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err "hwrfu". No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.